Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl. It was unknown how the customer treated low blood glucose. Customer did not provided any information about the symptoms related to low blood glucose level. It was unknown that the auto mode feature was activated at the time of low blood glucose event or not. Customer declined trouble shooting. No further complications were reported. The customer will continue to use the device.